Event description:
It was reported the system displayed a low ma and an overvoltage error message. The system locked up and shut down without command. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage tank was replaced during the service call. The system was tested and found to be working as intended and put back into service.